Event description:
Patient needed help repriming the patient line because she had left the clamp closed on the patient line during priming. The technical services representative helped the patient to reprime the patient line using the reprime feature. There was no patient injury or medical intervention reported at the time of the incident.